Manufacturer narrative:
Recall - 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1663, 1664. It was reported, the pt is experiencing a shocking sensation at her ipg site. The pt stated when she stands up from sitting down (and only while standing up) she receives a painful shock at her ipg pocket site. An sjm representative met with the pt and lead diagnostics were normal. The pt was reprogrammed.